Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect after pump shut off due to normal battery depletion. Customer's blood glucose level was 192 mg/dl. Reportedly, the customer consulted with a health care provider regarding the reported issue.